Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerns an 8 year old female patient of unknown origin. No medical history and concomitant medication were provided. The patient received insulin lispro (humalog) via humapen luxura hd at unknown dose and frequency, subcutaneously, for diabetes, beginning approximately between (B)(6) 2020 to (B)(6) 2021. It was reported that there was a malfunction on the application pen since between (B)(6) 2021 to (B)(6) 2021, the black bar inside was broken and the pen was pressing hard (batch number not provided; product complaint number (B)(4)). Since an unspecified date, unknown time after the beginning of treatment with insulin lispro via humapen luxura hd, the patients blood sugar was sometimes low and sometimes high. On (B)(6) 2021, approximately six months to one year since an unspecified date, unknown time after the beginning of treatment with insulin lispro via humapen luxura hd, the patients blood sugar was high, therefore on (B)(6) 2021, the patient was hospitalized to lower it and because carbohydrate calculations would be made. It was reported that the patients blood sugar was sometimes low and sometimes high. It was stated that the patient went to the hospital to learn how much dose should be given for control purposes, and it was informed that carbohydrate counting would be done, and training would be received. On (B)(6) 2021, she was still hospitalized, the patients blood sugar was high and she was in the hospital to lower it. At the time of the initial report the patient was still hospitalized. Information regarding outcome, corrective treatment and laboratorial exams were not provided. Insulin lispro treatment was ongoing at the reporting time. No follow-up will be attempted as the reporter declined to provide additional information. Since reporter did not give consent to be contacted and health care professional (hcp) contact was unknown, follow up was not possible. The operator of device and the training status were not provided. The device model and suspect device had been used for approximately six months to one year. The status of use was not reported and the suspect device was not returned to the manufacturer. The reporting consumer did not provide any relatedness opinion. Edit 21jul2021: upon internal review on (B)(6) 2021, the device was changed from humapen luxura hd model number ms9673 to humapen luxura hd model number ms9673a. Corresponding fields were updated accordingly. Edit 21jul2021: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 21jul2021: added UDI number for expedited reporting. No new information added. Update 26aug2021: additional information received on 25aug2021 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information and device return status to not returned to manufacturer for (B)(4) associated with unknown lot of humapen luxura hd device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B5: narrative field: new, updated, and corrected information is referenced within the update statements in b5 please refer to update statement(s) dated 26aug2021 in the b5 field. No further follow-up is planned. Evaluation summary: the father of a female patient reported that patient's humapen luxura hd had a malfunction between (B)(6) 2021 to (B)(6) 2021. He reported "when they wanted to insert the cartridge, the black thing got broken and pen was hard to push." The "black thing" is assumed to be the injection screw. The patient experienced increased blood glucose and was hospitalized on (B)(6) 2021. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. The core instructions for use states to always carry a spare insulin pen in case your pen is lost or damaged. There is no evidence of improper use or storage.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerns an (B)(6) year old female patient of unknown origin. No medical history and concomitant medication were provided. The patient received insulin lispro (humalog) via humapen luxura hd at unknown dose and frequency, subcutaneously, for diabetes, beginning approximately between (B)(6) 2020 to (B)(6) 2021. It was reported that there was a malfunction on the application pen since between (B)(6) 2021 to (B)(6) 2021, the black bar inside was broken and the pen was pressing hard (batch number not provided; product complaint number (B)(4). Since an unspecified date, unknown time after the beginning of treatment with insulin lispro via humapen luxura hd, the patients blood sugar was sometimes low and sometimes high. On (B)(6) 2021, approximately six months to one year since an unspecified date, unknown time after the beginning of treatment with insulin lispro via humapen luxura hd, the patients blood sugar was high, therefore on (B)(6) 2021 the patient was hospitalized to lower it and because carbohydrate calculations would be made. It was reported that the patients blood sugar was sometimes low and sometimes high. It was stated that the patient went to the hospital to learn how much dose should be given for control purposes, and it was informed that carbohydrate counting would be done, and training would be received. On (B)(6) 2021, she was still hospitalized, the patients blood sugar was high and she was in the hospital to lower it. At the time of the initial report the patient was still hospitalized. Information regarding outcome, corrective treatment and laboratorial exams were not provided. Insulin lispro treatment was ongoing at the reporting time. No follow-up will be attempted as the reporter declined to provide additional information. Since reporter did not give consent to be contacted and health care professional (hcp) contact was unknown, follow up was not possible. The operator of device and the training status were not provided. The device model and suspect device had been used for approximately six months to one year. The status of use and return status of the suspect device was unknown. The reporting consumer did not provide any relatedness opinion. Edit 21jul2021: upon internal review on 21jul2021, the device was received from humapen luxura hd model number ms9673 to humapen luxura hd model number ms9673a. Corresponding fields were updated accordingly. Edit 21jul2021: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 21jul2021: added UDI number for expedited reporting. No new information added.